Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a nose bleed and was diagnosed with a pseudoaneurysm in the right internal carotid artery (ica). Two stents were implanted and initially, it appeared that the treatment worked; however, the patient again experienced severe nose bleeds due to the ica pseudoaneurysm. It was planned to try a graftmaster stent, with the knowledge that the vessel may need to be sacrificed. The graftmaster stent was implanted, but extravasation was noted to increase, not sealing the pseudoaneurysm. The vessel was then sacrificed with placement of 2 microvascular plug (mvp) devices. The patient was transferred to intensive care in stable condition. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the graftmaster was used to treat a pseudoaneurysm in the right internal carotid artery (ica). It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. In this case, it is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.